Event description:
It was reported to the manufacturer on (B)(6) 2023 that a patient from a retrospective clinical study experienced implant loosening and displacement at 6 months. There is no evidence of the surgical intervention.